Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Mdrs related to this event: 2029214-2017-00719 2029214-2017-00720.

Event description:
Medtronic received information that during embolization treatment the distal segment of the pipeline flex device would not open. It was reported that after delivering the device, the distal edge would not open. The device was re-sheathed twice in an attempt to get it to open, but it would not open. The device was pulled into the microcatheter and removed from the patient. The patient was successfully treated with another pipeline flex device. The pipeline flex device was being used to re-treat a small unruptured, saccular left internal carotid artery aneurysm at the ophthalmic segment. The patient¿s vessel was moderately tortuous.

Manufacturer narrative:
Additional information: codes updated, additional information received that the device will not be returned for evaluation as it was discarded; however, the image provided by the customer. Based on images the clinical observation was confirmed. The pipeline braid appears to be damaged (frayed) on both ends, and to have one end with narrowing. The event cause could not be determined, it is possible that the ¿damaged braid¿ and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.